Manufacturer narrative:
The technical data files with info about the treatment are not available according to the hosp's biomedical techs. The prismaflex machine was inspected by the hosp's biomed techs and it was found to be operating within the MFR's specs. It was authorized to be returned to clinical use on july 11. This event is being reported as per gambro policy: all cases of pt's death within 24 hrs of treatment are considered reportable regardless of any involvement of a gambro device. Gambro has found no evidence to suggest that its device caused or contributed to this event.